Event description:
The physician implanted gore bifurcated endoprosthesis for the treatment of an aortic aneurysm. The control angio revealed good placement of the trunk device under the renal arteries. During the placement of the contralateral limb device, the physician had difficulty cannulating the contralateral gate. The physician balloomed the gate and advanced a 12cm contralateral limb device but was unable to bridge with the main trunk ipsilateral device. The physician believed the 12cm device was too short and decided to advance a 14cm device. The physician successfully positioned and deployed the 14cm contralateral limb device without further incident. A final angiogram was performed and revealed the trunk ipsilateral device was obstructing renal arteries. The physician decided to explantt he device and to surgically repair the aneurysm using a vascular graft. The pt's status was fine post surgery.